Event description:
Patient reported on two occasions she experienced low blood glucose and was taken to the hospital. In 2005, she noticed her hand was weak and jerking. Patient stated that she remembered getting a glucagon shot from an emt. She indicated that she was then taken to the hospital and treated with IV glucose. Patient stated that she believed her blood glucose level was 28 mg/dl. She indicated that she believed she may have given herself an additional bolus at the time of the incident. Patient reported another incident two to three weeks previously. She stated that she was sweaty and not "thinking straight." Patient indicated that she was taken to the hospital and treated with IV glucose. She reported a blood glucose level of 65 mg/dl. Patient did not provide any additional information. Product was requested to be returned for evaluation.